Event description:
It was reported via repair work order that the cot could be difficult to load due to a right load wheel housing that was cracked on the head section. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.